Event description:
Medtronic received information that following the implant of this 27mm mechanical valve, echocardiographic evaluation revealed that one of the leaflets would not open or close. The medtronic sales representative reported that the physician stated the cause of the leaflet motion was due to impingement from irregular patient anatomy. The valve was replaced with a 25mm medtronic tissue bioprosthetic valve. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product has been returned to medtronic's quality laboratory and continues to undergo analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Following the completion of the analysis, a supplemental report will be filed. (B)(4).